Manufacturer narrative:
The reported event occurred on a cobas e411 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that all signals and recovery values were within expected ranges. Patient samples were not available for further investigation, which limited the analysis. The root cause was attributed to sample-specific discrepancies. The device remains in operation at the customer site, and no further issues have been reported.

Event description:
The initial reporter alleged discrepant reactive results for three patient samples tested with the elecsys hiv combi ptassay on the cobas e411 disk analyzer. The results for the three samples were as follows: sample 1 generated results of 2.31 coi (reactive), 0.137 coi (non-reactive), and 2.35 coi (reactive); sample 2 generated results of 1.38 coi, 1.37 coi, and 1.38 coi (all reactive); and sample 3 generated results identical to sample 1. Hiv polymerase chain reaction (pcr) testing for all three samples was reported as negative.